Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, our technician confirmed that the lcb distal cover glass broken, the air/water channel leak, the remote control buttons cut, the insertion flexible tube worn out, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the air/water missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0585 nozzle" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.